Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement via internal jugular vein, the catheter allegedly broken and removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture and material separation issues, as the catheter was noted to be fractured and separated into two halves. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement via internal jugular vein, the catheter allegedly fractured. It was further reported that the catheter was removed by hooked the wire and pulled out. Reportedly, the catheter came into two parts. The procedure was completed using another device. There was no reported patient injury.